Manufacturer narrative:
Additional information in section b3 date of event the field service representative (fsr) inspected the architect i2000sr processing module, determined the arc tbg/sn tp wz was worn and replaced the part. The replacement of the part resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the architect i2000sr processing module did not identify any similar issues related to the current issue. Additionally review of complaint and trending data associated with arc tbg/sn tp wz did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial number (B)(6) or the arc tbg/sn tp wz was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated troponin-I stat high sensitivity results for a 74-year-old male patient that is currently still hospitalized in the intensive care unit (ICU). (Lab cutoff is >35 ng/l is critical) the following results were provided: initial troponin result = 59 ng/l, serial blood draws 2 hours apart results = 276 ng/l, 20 ng/l repeated same instrument with results = 29.8 ng/l, 85.0 ng/l, 119.0 ng/l. Draws 4 and 5 all below their cutoff at approximately 16 ng/l. All draws were repeated on secondary instrument with results <35 ng/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated troponin-I stat high sensitivity results for a 74-year-old male patient that is currently still hospitalized in the intensive care unit (ICU). (Lab cutoff is >35 ng/l is critical) the following results were provided: initial troponin result = 59 ng/l, serial blood draws 2 hours apart results = 276 ng/l, 20 ng/l repeated same instrument with results = 29.8 ng/l, 85.0 ng/l, 119.0 ng/l draws 4 and 5 all below their cutoff at approximately 16 ng/l all draws were repeated on secondary instrument with results <35 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.